Manufacturer narrative:
(B)(4). The patient was approximately (B)(6). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This is a spontaneous report by a baxter (B)(4) from (B)(6) of did not wear a mask, fever, and bacterial peritonitis with (B)(6) in a patient coincident with peritoneal dialysis (pd) therapy. On an unreported date, the patient did not wear a mask. On (B)(6) 2010, the patient developed peritonitis, manifested by abdominal pain, cloudy effluent, and fever. The cause of the peritonitis was that the patient did not wear a mask. The patient received remedial treatment with unspecified antibiotics. The peritonitis was ongoing and improved. The outcomes of the fever and event of did not wear a mask were not reported. Pd therapy was ongoing. The reporter believed the peritonitis was unrelated to dianeal therapy and did provide an opinion of causality for the fever or the event of did not wear a mask.